Manufacturer narrative:
The device was returned to the MFR and it was determined that the unit may have been dropped causing the cord guard and switch to break. Impact to the unit could cause the switch to break and the broken switch most likely caused the unit to arch when it was attempted to be turned on. The device was repaired and returned to the customer.

Event description:
It was reported that when the customer turned on the cutter, it would not turn on. When they attempted to turn it on again it arched. There was no pt or user related injuries or other adverse consequences related to this event. A backup cutter was used to complete the procedure.